Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was noted that the patient felt ¿vapping¿ when he was lying on his back and had to turn down stimulation. The adaptivestim had not yet been enabled, so the manufacturer representative stated that, that is the reason why the patient had ¿vapping¿ on his back since it was the same amplitude as upright. It was noted that the manufacturer representative was going to do reprogramming to improve stimulation. The manufacturer representative was going to enable adaptivestim to eliminate the ¿vapping¿ when lying down. The manufacturer representative was also going to setup one low density and one high density program for the patient to try. This ¿vapping¿ when the patient was lying down was considered a sudden change in therapy/symptoms beginning on (B)(6) 2017.